Manufacturer narrative:
E1: initial reporter address 1: no. (B)(6). Device evaluated by MFR: returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. Functional testing was attempted; however, the device would not prime. During analysis, it was observed at the distal tip of the catheter shaft, the hypotube was completely separated and missing the entire jet head section. The device could not be functionally tested due to the extreme damage on the device. A pressure reading of 4.271 kpsi was reported before the console would stop the priming process and issue an under-pressure alarm. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for under pressure issues related to a detached hypotube and missing jet head. Kinks were also confirmed.

Event description:
It was reported that break at the tip of the catheter occurred. The target lesion was located in the lower limb vein. An angiojet solent omni was selected for thrombectomy procedure. During procedure, the catheter entered the patient's body after priming and flushing. However, upon withdrawing the device, resistance was felt. It was found that the tip of the device was fractured. The procedure was completed with another of the same device. There were no patient complications and the patient's status was stable. However, returned device analysis revealed a separated hypotube.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that break at the tip of the catheter occurred. The target lesion was located in the lower limb vein. An angiojet solent omni was selected for thrombectomy procedure. During procedure, the catheter entered the patient's body after priming and flushing. However, upon withdrawing the device, resistance was felt. It was found that the tip of the device was fractured. The procedure was completed with another of the same device. There were no patient complications and the patient's status was stable.